Manufacturer narrative:
There is no additional information for the device available as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, an e12 error for internal fault was received for the device, and the device was restarting when the foot pedal was activated. An alternative device was used for the procedure. There is no reported patient harm or adverse impact.

Manufacturer narrative:
The device is not returned, as such an actual device evaluation is not performed. However, an evaluation is done by historical records. This supplemental report is being submitted to provide this information. Reported issue for this event is the console displaying e12 error even when changing out handpieces. As the device was not returned to the OEM for evaluation, a conclusive root cause could not be determined. A review of device history record (DHR) provides no suggestion that the manufacturing process contributed to the proposed reported failure as the device met all final release criteria prior to shipment. The subject device was manufactured per specification following the implementation of corrective action introduced as a result of a previous CAPA. This includes passing all functional checks as listed in the inspection procedure. A previous CAPA, successfully implemented, exist for this failure. Per this CAPA, source of electrical short (low resistance between 5v and ground) is the mdu, not the console. The electrical short which results in the damaged console rtc boards stems from the inadequate connections of the wires to the solder pad which is exacerbated by the bending of the flex circuit. The assembly process for adding the rtv 162 silicone potting compound to all solder joints on the flex strip was implemented to eliminate the electrical shorts and the associated manufacturing procedure was updated.